Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Block d6a: exact date unknown, explant occurred in 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient had an explant procedure due to an unknown reason. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient had an explant procedure due to an unknown reason. No further information was able to be obtained despite good faith efforts.